Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the pump exhibited low flows. The customer tried to resolve the issue, however, the alarms remained for low flow and flat motor current. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The investigation for the reported low pump flow and pump stop has been completed. The impella device was not received from the customer; however, the data logs were returned. Upon review of the logs and clinical information, it was determined the cause of the low pump flow and pump stop was mostly likely ingested biomaterial. Instructions for use for the related event are as follows: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.